Event description:
During an in-clinic follow-up, post-paced t-wave oversensing was reported on the right ventricular (rv) lead. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.